Event description:
It was reported that this lead was an attempted implant due to bent helix and high capture thresholds. During the left bundle branch (lbb) implant, the lead was positioned in a good area using the new 2.5 sheath in the septum and was attempted to penetrate, however, the lead exhibited high thresholds, measuring greater than 3v. The physician was then trying to reposition this lead and it got slightly caught in the septum, when the lead was removed, the physician saw that the helix had bent a bit and was not responding properly to rotation. Subsequently a new lead was successfully implanted. No adverse patient effects were reported. The lead is expected to be returned by the customer, but at this time it has yet to arrive to boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis.